Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, on the last firing with reinforced reload, the firing got stuck half way. A restart did not open the jaws, the surgeon detached the adapter from the handle and used the manual retraction tool to retract the knife and open the jaws. However, the knife would not move backwards, only forward, making it impossible to open the jaws and release the tissue. The surgeon had to cut the tissue to take out the stapler with its closed jaws. Then the surgeon had to suture the hole made in the tissue, causing a bleeding.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one reload was opened and outside of its packaging. The reload was attached to the adapter and inserted through a port. The jaws were closed and the tissue was visible in the jaws of the reload. A monitor displaying a reload clamped onto tissue was noted. It was reported that the firing got stuck half way. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that it was difficult to retract the knife blade and the instrument locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.